Manufacturer narrative:
A1 - unk, a2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, d6b - unk, h4 - unk, claim (B)(4).

Event description:
A healthcare professional will present on a case series titled icl explantation with cataract surgery: a case series. The presentation notes this study assesses outcomes of icl explantation during cataract surgery, considering icl type. There were three patients. Two experienced blurred vision. One experienced pigment dispersion. And two experienced cataracts. The results were post-cataract surgery vision improved. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.